Event description:
On (B)(6) 2022, a mitroflow valve that was implanted at other hospital several years ago was removed due to svd. The implant date, size, model number, and serial number of the mitroflow valve are unknown at this time.

Event description:
On (B)(6) 2022, a mitroflow valve that was implanted several years ago was removed due to svd. The implant date, of the mitroflow valve are unknown at this time. Based on the further information received, patient had a good outcome. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # 12a19, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a19 mitroflow aortic pericardial heart valve at the time of manufacture and release. The valve was returned to the manufacturer. Gross examination revealed a prosthetic insufficiency due to tears on leaflet a and c. The stent and the sewing ring were covered by fibrous pannus that on the inflow side protruded 1-3mm into the lumen, narrowing the annulus, and caused a low degree of stenosis. The pericardium of all three leaflets was thicker than normal near the posts due to pericardial degeneration. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. A thrombus deposition was detected on the inflow side of the leaflet b. All the leaflets were pliable. Whitish and yellowish areas due to tissue alterations were detected on both prosthetic sides. Mesothelial delamination was visible on all leaflets. On leaflet a, tears 6-8mm long were visible along both posts. An intrinsic calcification was present in the belly. The mesothelial surface was locally wrinkled. On leaflet b, mesothelial grooves were visible. At post 3 there was a hole. On leaflet c, tears 5-8mm long were visible along both posts. The mesothelial surface was locally wrinkled. Mesothelial grooves were visible. X-rays of the subject valve showed a small intrinsic calcification in leaflet a. Histological analyses were performed on samples taken from leaflets a and c. In leaflets a and c, hematoxylin and eosin stain showed that the pericardium was thicker than normal because the collagen bundles were disrupted, defibrated and homogenated; because the collagen bundles showed a bubbly aspect and because cholesterol clefts were detected. A pericardial fold was detected on leaflet c. Pericardial delamination was detected on leaflets a and c. Bacteria were not detected with the gram stain. This mitroflow valve was explanted due to reported structural valve deterioration. Gross examination revealed tears in two leaflets that caused the prosthetic insufficiency. Pannus tissue overgrowth into the inflow lumen caused a low degree of stenosis. There was no evidence of calcification or endocarditis in the returned valve. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. Histological analysis, performed in this mitroflow valve, showed the presence of lipid infiltration (cholesterol clefts) in the leaflet pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this mitroflow valve, may lead to leaflet tears. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, since no clinical history was provided, this cannot be ultimately confirmed. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device.